Manufacturer narrative:
(B)(4). This remains a continuation of the initial peritonitis event. At the time of this report, the patient was recovering from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain. The cause of the peritonitis was unknown. The patient was hospitalized for the event. Treatment for the event was unknown. Pd therapy was ongoing. At the time of this report, the patient was not recovered and remained hospitalized. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date, the patient began treatment for the peritonitis with an unknown treatment (dose, frequency and route not reported). At the time of this report, the peritonitis was resolving and the patient was still recovering from the event. Should additional relevant information become available, a follow-up will be submitted.